Event description:
The doctor reported the implant was removed due to osseointegration failure less than three weeks after implant placement. Bone quality around the area was type I, and oral hygiene around the implant was good. Bone resorption, peri-implantitis and pain were observed during the implant removal surgery. The patient has since recovered.